Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the optilite single-use holmium laser fiber separated during a ureteral laser lithotripsy, so another device was used. It was further noted that the fiber was cracked along the length. There were no reported serious injuries to the patient as a result of the product problem.